Manufacturer narrative:
Results: loose wire in power connector to control board.

Event description:
It was reported by service report that there was no power to the bed functions. No patient involvement. No patient involvement or adverse consequences are reported.